Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic paraesophageal hernia procedure, while suturing the defect closed, the surgeon took a bite of tissue, then went to toggle the suture across and the suture fell out of the jaws of the device. The suture and needle were retrieved using graspers. Another suture was used in the same device and the event occurred again. The device was then changed out for another and was used with no problem. There was no patient injury.